Manufacturer narrative:
The device was received for evaluation. During functional testing, the device shut down was not reproduced. A review of the event history log revealed multiple presence of 'improper shutdown!'. An 'improper shutdown!' Message indicates that all power was lost from the pump however the log cannot be used to determine if the power was manually disconnected or the shutdown without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down when pressure was applied to the battery. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.